Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the pump functioned properly afterward with the customer successfully resuming insulin. No further action was needed from technical support.